Manufacturer narrative:
Zimvie complaint (B)(4).

Event description:
It was reported that the implant at tooth site #46 fractured and was removed.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to report additional and corrected information to 0001038806-2023-02301. The lot number has been corrected to 2022101282. The following sections are being reported: d4: lot number d4: expiration date and unique identifier (UDI) number d9: device availability h2: if follow-up, what type h3: device evaluated by manufacturer h4: device manufacturer date h6: type of investigation h6: investigation findings h6: investigation conclusions h10: additional narratives/data. Zimvie received one implant for evaluation. Visual evaluation was performed. Damage identified at the collar of the implant. DHR review was completed for the subject lot number. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was external factors, i.e., patient's condition, etc. Therefore, based on the available information, a device malfunction did occur. Damage was identified at the collar of the implant. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.